Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height railing on main drawer 4.1 was found to be broken. A field service engineer found that the drawer could be opened, however, none of the pockets were present, as the retractor band and position sensor had been removed from the back controller. The fse accessed the hardware test application and transferred pockets from drawer 4 to a new drawer. The entire drawer was opened manually, the pockets were removed and then installed into the new drawer. The new drawer was placed into the machine, which was then rebooted. The drawer in the main 4.1 and 4.2 was configured. The fse proceeded to run hta diagnostics and tested drawers 4.1 and 4.2, with all results passing successfully. The unit was verified as operational and the case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w45w2 main drawer 4.1 had a broken half height railing. The drawer was difficult to close from the right side of the railing when facing the front of the monitor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.